Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she was unable to remove the battery cap and had to use a screwdriver. The customer's blood glucose was around 100 mg/dl at the time of incident. The customer stated that her blood glucose dropped to 36 mg/dl due to not eating dinner. The customer treated her low blood glucose by food and drink. The insulin pump will not be returned for analysis.